Event description:
It was reported that balloon ruptured occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during several inflations, the balloon ruptured midway while applying pressure. The procedure was completed with wolverine cutting balloon. No patient complications were reported.